Event description:
New information received notes that the device was explanted and replaced on (B)(6)2021. No patient consequences were reported.

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was stable.